Manufacturer narrative:
(B)(4).

Event description:
The patient was enrolled in the progress pvl registry. It was reported that a dissection occurred. A transglide introducer and amplatz super stiff wire were inserted and advanced into position. The aortic valve was treated with balloon aortic valvuloplasty (bav). The aortic valve was subsequently treated with deployment of a 27 mm acurate neo valve. The valve was post-dilated with a 24 mm balloon. It was reported that one days post aortic valve implant procedure, duplex sonography revealed a small dissection of the right iliac without indication of hemodynamic relevance. The event is continuing without treatment. The event was considered resolved with sequelae.

Manufacturer narrative:
Date of this report corrected from (B)(6) 2017 to (B)(6) 2017. (B)(4).

Event description:
The patient was enrolled in the progress pvl registry. It was reported that a dissection occurred. A transglide introducer and amplatz super stiff wire were inserted and advanced into position. The aortic valve was treated with balloon aortic valvuloplasty (bav). The aortic valve was subsequently treated with deployment of a 27 mm acurate neo valve. The valve was post-dilated with a 24 mm balloon. It was reported that one days post aortic valve implant procedure, duplex sonography revealed a small dissection of the right iliac without indication of hemodynamic relevance. The event is continuing without treatment. The event was considered resolved with sequelae.